Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt was not receiving adequate therapy due to her right occipital lead (off-label use) migrating. The physician repositioned the lead and the pt is not receiving adequate therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.